Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a cerebrovascular accident (cva). The patient was placed on comfort care and ultimately expired on (B)(6) 2022. The device operated as intended and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke, peripheral thrombus, and patient outcome) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism, death, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides information regarding recommended anticoagulation therapy and international normalized ratio values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had a hemorrhagic stroke immediately post operative which was confirmed via computed tomography angiograph (cta). A clot was retrieved from the left ventricle during implant, and it was unclear if the stroke occurred before or after removal of clot. The patient did not wake up from surgery.